Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as small particles and a long filament. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: three (3) actual and five (5) photographs of the samples were provided for evaluation. Visual inspection along with magnification was performed and no particulate matter was observed in the actual samples; however, a particle matter that appeared of cellulose type fiber material or possibly of acrylonitrile butadiene styrene material was observed in the photographs only. The reported condition was verified in the photographs; however, not verified in the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.